Event description:
During verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device and the device delivered less than expected.

Manufacturer narrative:
Initial testing found leakage from disposable batteries in the battery compartment of the device and the device delivered less the expected. Further testing found the device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.10 ml from an expected deliver of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). A probable cause may be due to a defective motor which caused intermittent failure in the delivery accuracy test. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.